Event description:
The attending physician observed one screw backing out from an anterior cervical plate on films taken during a follow-up exam. The attending surgeon performed a posterior cervical fusion in 2008, to further stabilize the anatomy. The patient is reported to be in good health, and will continue to be monitored closely.